Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found that the image did not come out. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to break in the plug unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the gastrointestinal videoscope had blackout. The event had occurred during inspection for use. There were no reports of patient involvement.